Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost effective coverage due to the l2 drg lead exhibiting high impedances on all contacts. The patient underwent surgical intervention where the l2 lead was replaced with a new one restoring therapy.